Event description:
Info received indicates the hi/low, trendelenburg and reverse trendelenburg functions are working intermittently.

Manufacturer narrative:
The facility replaced the reverse trend disengage switch to repair the bed.